Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that inappropriate shocks were delivered. The device remains implanted and additional information was requested but not yet received. The patient was in stable condition.